Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was not working and the trigger was sticking. It was noted the gear was completely frozen, electronic control unit wire insulation damaged and contacts were corroded, electric motor was also corroded and trigger components were worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during a total knee surgical procedure, it was discovered that the battery reciprocator device was not spinning. There were no delays to the surgical procedure. It was reported that an identical spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.